Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not getting good results with the therapy. Patient stated they were still going to the bathroom and they were taking medicine and it was still not giving them the relief they want. Patient stated they've already turned it up and they have a lot of times where they can feel a zapping sensation in their genital area and if they roll over, sit down, or stand up and walk they feel the zapping in their behind and it's a little uncomfortable. Patient also stated they have been feeling the sensation of continuous feeling for probably the last week or so. Patient mentioned in the beginning they had about 50-60% improvement in symptoms but now they still have an urgency and they don't have the control. Patient said when they feel the urge to go they cannot make it to the bathroom and it just comes out. Reviewed stimulation expectations. The patient was redirected to their healthcare provider (hcp) to further address the issue.